Event description:
Customer received discrepant creatinine results for one pt sample. The sample was slightly hemolyzed. Exact date of testing was not provided for original or repeat results. Initial result gave 1.2; repeated gave 1.3 mg per dl. Sample was sent to a reference lab for repeat testing on two different analyzers, (B) (4) 917 and (B) (4) both resulted at less than 0.3 mg per dl. No info provided to determine if erroneous results were reported or if pt was adversely affected. If additional info is received, appropriate notification will be provided.